Event description:
Reference importer report number (B)(4).

Manufacturer narrative:
A maquet field service technician (fst) inspected the device. He found the rubber bumper conformed to it's specifications and in good condition. He was able to re-position the bumper back into its original position. He verified the other similar maquet light in the facility and found no issues with the bumper. According to tests performed during design verification activities, this type of failure can be caused by repeated collisions/impacts to the cupola or the wrong positioning of the bumper during maintenance activities. The actual cause could not be determined as the device was found in good condition by the fst. (B)(4). Maquet medical systems USA submits this report on behalf of the device manufacturing facility. Maquet (B)(4) provides product failure investigation, analysis and resolution for the device described in this report.